Manufacturer narrative:
(B)(4). Date initial report sent (B)(6) 2015.

Event description:
According to the reporter: the instrument cut, but no staples were deployed. The patient suffered an injury as a result. Staples fell into the cavity, but were removed. The patient is currently doing well. Bleeding at the opening in the tissue was stopped with staples, and then oversewed with suture. Later, the same instrument was used and functioned properly. A new stapler from this lot was opened and functioned successfully with no problems.

Manufacturer narrative:
(B)(4). Investigation summary: the visual inspection of the opened instrument displayed no abnormalities. Further visual inspection of the opened cartridge noted that the single use loading unit (sulu) was fully applied. One of the received boxes had been transected by the product and showed a complete line of staples. Additionally, microscopic inspection of the knife blade displayed no damage. The sulu was reset, reloaded with staples, and reloaded into the instrument. The sulu and instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the staple line was properly formed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. The file will be closed as fired satisfactorily as the device was found to meet all visual and functional test specifications.

Manufacturer narrative:
(B)(4)